Event description:
Insulin pump has had multiple failures over the last 6-9 month period. Recent problem appears to be the pump is not delivering a sufficient level of insulin. The system is an insulet omnipod, so when there are errors, I remove the pump and replace with a new pump. In this latest round, 3 pumps were causing problems and so I decided to stop pump use and revert to insulin injections. Dose or amount 100-150 units, frequency continually, route sq. Date of use: 2006 - 2008. Diagnosis or reason for use - diabetes. Event abated after use stopped or dose reduced: yes.